Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user unable to issue medication as the qty found when bin was opened was zero though it states 114. A technical support specialist (tss) remoted in and guided the client to follow the prompts and continue the task, which triggered another box with the same item to open. The item showed a quantity of 144, and the user was able to issue the medication successfully. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication as the quantity found when the bin was opened was zero, though it stated 114. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.